Event description:
Reference MFR report: 1627487-2012-14165. It was reported the patient is experiencing discomfort at her ipg site and positional stimulation. Reprogramming was unable to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history ot the event reported. Sjm defers to the patient's physician regarding medical history.